Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4). "Lawyer-filed report - (B)(6)."

Event description:
The patient's attorney alleged a deficiency against the device. Per additional information received, the patient has experienced vaginal prolapse, recurrent high rectocele, irritative voiding symptoms, urinary incontinence, urinary retention, urinary infection, vaginal discharge, pain and dyspareunia. (B)(6) 2011: foul vaginal odor with yellow/brown vaginal discharge. Suture line intact, no pelvisoft visible, no signs of infection. (B)(6) 2011: crohn's disease flare up. (B)(6) 2011: painless, pink vaginal discharge, getting heavier but not pinker. Passed small blood clot and scant discharge went from pink to bright red. Incision line intact, sutures visible. No sign of active bleeding. (B)(6) 2012: vaginal discharge.. (B)(6) 2012: rectocele and vaginal vault prolapse. (B)(6) 2012: incontinence, vaginal prolapse, high rectocele, irritative voiding symptoms, sacral colpopexy, sling urethral suspension, lysis of adhesions, extensive and difficult, taking 45 minutes to complete, and cystoscopy. Patient suffered corneal abrasion from the surgery.